Event description:
It was reported that noise was seen on both atrial and ventricular channels. An out of range impedance measurement was seen on the hvli trend. The out of range measurement was reproduced in the clinic. The physician performed successful dfts and decided against any programming changes. The lead will be monitored.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to external insulation abrasion found at 21.8-24.0cm from the connector pin. Silicone was abraded and rv conductor was visible. Etfe coating was intact at this location. External insulation abrasions found at 11.7-14.1cm from the connector pin, consistent with lead friction to the ICD can. Etfe coating abraded at these locations. This is consistent with the observation from the field of noise and hv lead impedance. Other external insulation abrasions found at 14.4-16.1cm, 20.7-21.0cm, and 25.1-25.8cm from connector pin. Etfe coating was intact at these locations.

Event description:
New information received indicates inappropriate therapy due to noise was observed. The lead was cut and capped and a portion of the lead was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.